Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to detached end cap. However, the motor was tested outside of the device and passed. Pump received with cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/ serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic that the insulin pump had a motor error alarm. Troubleshooting was performed. Customer stated that the insulin pump did not pass the high pressure test. Customer also experienced high blood level was 654 mg/dl. Customer reported to fell nausea and abdominal pain. Customer corrected the event with syringe. The drive support cap was normal. Customer was declined to leaks or bubbles. Customer was oriented to run a fill manual and insulin did not exit customer was oriented to disconnect the catheter and the cannula was not bent. The device will be returned for analysis.